Event description:
The caller alleged qc errors with the inratio meter. The following results were reported: inratio, 6.6 warfarin dose held, the next day, 2 qc2h errors resulted on a repeat fingerstick. The same strip lot worked on a previous call.